Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary sensor pairing message on day 10 of wear that resolved after a brief wait, followed by persistent hyperglycemia that had been elevated overnight, with glucose around 230 mg/dl rising and later 215 mg/dl trending downward after recent supply changes; no ketone testing was performed and no gastrointestinal symptoms were reported. Symptoms included hyperglycemia without reported nausea or vomiting. Outcomes included no hospitalization and no medical intervention beyond routine troubleshooting. Investigation included customer support guidance to allow the system to reconnect and continued monitoring of glucose values. Investigation of this case revealed no confirmed device malfunction, no observed infusion set leakage with a 23-inch set, and a cause of the hyperglycemia that remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.